Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was admitted to hospital on (B)(6) 2022. The customer treated high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section.

Event description:
The customer reported via phone call they went to the emergency room on (B)(6) 2022 at 01:00 (am) due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of admission was 600 mg/dl. User alleged under delivery since blood glucose would continuously go up and only lower when they bolus. User symptoms included feeling sick/unwell, having a headache and vomiting. Ketone test was done and results were positive for ketones. User was treated with intravenous insulin drip. Troubleshooting was provided. User said high blood glucoses began (B)(6) 2022. User had to replace infusion sets more frequently. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible under delivery and visit to emergency room for high bgs and dka found on march 07, 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of march 07, 2022, there is no unexpected alarms/suspends and found bolus wizard deliveries of dailytotalofbolusinsulindelivered = 15.7 u bolus. 03/07/2022 01:14:51.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 03/07/2022 02:02:12.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 03/07/2022 03:16:25.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 03/07/2022 05:02:24.000 normalbolusdelivered normalbolusamountprogrammed = 4.2 bolusamountdelivered = 3.2 03/07/2022 06:51:23.000 normalbolusdelivered normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2 03/07/2022 13:07:29.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 03/07/2022 15:10:13.000 normalbolusdelivered normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8 03/07/2022 15:11:01.000 normalbolusdelivered normalbolusamountprogrammed = 1 bolusamountdelivered = 1 on 03/07/2022 05:02:24.000, a bolus delivery of (4.2 u) was cancelled by the user and the bolus amount delivered was (3.2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.